Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a broken and bleeding skin under her left breast under the front therapy electrode (te) pad. There is no alleged device malfunction. The patient's physician recommended removing the lifevest temporarily to allow the irritation to heal. Follow-up indicated that the skin irritation was improving.